Event description:
It was reported that post implantation, the lens was explanted due to iol opacification. Additional info has been requested, but to date no new info has been provided.

Manufacturer narrative:
The lot history record was reviewed for the lens and there were no non-conformities or anomalies related to this complaint. The product was deemed acceptable for release. No similar complaints were identified for the same lot. The event investigation is underway. The device has been requested but has not been received for eval.